Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found that the entire length of the stent is damaged and bunched distally. The balloon cones were reviewed, and the balloon wings are in a relaxed state which is evident that they were subjected to pressure. There are crimp markings visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the laser-cut region found a break on the outer clear lumen 110.3 cm distal to the distal end of the strain relief. The laser-cut region is also fractured at the break site. A visual examination of the outer and inner lumen and mid-shaft section found the polymer extrusion shaft separated from the laser-cut region with the damaged stent attached. A second non-bsc portion of a polymer extrusion shaft was returned with the device. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.00x16mm synergy drug eluting stent was advanced to treat the lesion. However, the stent shaft snapped while trying to position the device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.00x16mm synergy drug eluting stent was advanced to treat the lesion. However, the stent shaft snapped while trying to position the device. There were no patient complications reported.